Event description:
During a venogram procedure for dvt (deep vein thrombosis) the philips ivus catheter failed. We do not have a backup due to supply chain issues. Physician unable to continue procedure, procedure ended, and patient taken to pre/post area. Risk closure comments: retrieved device packaging. Spoke with manager who will inquire about device; this catheter plugs into to provide waveform information.